Event description:
A malfunction alarm was reported, identified as malfunction code 9. The customer's blood glucose level did not exceed 500 mg/dl and remained within the normal range. Technical support provided instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reoccurs.